Event description:
Rptr has screws in his spine. It is his understanding that the FDA has little evidence to date on which to evaluate these devices (or spine surgery in general) as part of treatment of low back pain. He continues to have pain and numbness in his upper body and the drs are saying he needs more surgery because of the screws.